Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut rows 5, 6 and 9 to 11 from the distal end of the stent were lifted and bent in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged stent outer diameter was measured and the result was within the maximum crimped stent specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and no issues were noted. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation, a 3.00x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.